Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the snare handle and all connections had been checked multiple times by the head endoscopy nurse to confirm that all connections were tight and that energy was being delivered. However, once the loop was positioned around the target polyp in the antrum of the patient's stomach, no current could be delivered to the snare. Two additional electrosurgical generators were used, neither of which resolved the issue. As the snare could not be extricated from the polyp base, the patient was taken to the emergency room for a mini-laparotomy and polypectomy. Following the procedure, pathologic evaluation found no evidence of cauterization at the base or in the stalk of the polyp. The patient's condition following the surgical procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.